Event description:
It was reported that during a lap cholecystectomy, when the surgeon placed the initial clips, they fell off of the cystic duct and were pear shaped. The procedure was completed with a competitor's device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.